Manufacturer narrative:
Additional information: intracranial bleed is a known inherent risk of pipeline procedure and is documented in the pipeline flex instruction for use. In this event, the patient had a large aneurysm, tortuous vessel, and aneurysm rupture post procedure. It was reported that the patient death was caused by brain death related to intracerebral hemorrhage with increased intracranial pressure. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event.

Event description:
Medtronic received additional event information: post-procedure the same day, the patient experienced an intracranial bleed in the left frontal subarachnoid space. In addition, the aneurysm ruptured post-procedure. The patient's cause of death of was intracerebral hemorrhage with increased intracranial pressure causing brain death.

Manufacturer narrative:
The pipeline device will not be returned for evaluation as it was implanted in the patient. The event occurred in the patient post p rocedure and its cause is not known. It should be noted that the pipeline was used off label to treat a large (17mmx17mm) aneurysm located in the anterior cerebral artery (aca). Per pipeline embolization device instructions for use (IFU): the pipeline embolization device (ped) is indicated for the endovascular treatment of adults (22 years of age or older) with large or giant wide-necked intracranial aneurysms (ias) in the internal carotid artery from the petrous to the superior hypophyseal segments. All mdrs related to this event: 2029214-2016-00193 2029214-2016-00194.

Event description:
Medtronic received report of a patient death after pipeline implantation. The patient received two pipeline implants to treat an aneurysm in the left a1. The patient had a second aneurysm in the left ica terminus that was untreated. The aneurysms measured 17mm max diameter and 17mm neck diameter. Landing zone artery size was 4mm distal and 5mm proximal. The vessel was dysplastic and severely tortuous. There was reportedly a difficult arch and had hairpin turns in the proximal and distal ica. Post-procedure angiogram showed that the a1 aneurysm was treated successfully. The devices were prepared as per IFU. Post-procedure the same day, the patient experience an intracranial bleed. The cause and location of the bleed are not known. It is not known whether the aneurysm ruptured. The patient died approximately 24 hours later. A cause of death is not known.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.